Event description:
An ocd field engineer reported on behalf of the customer that the probe of the ortho provue analyzer dripped fluid, contaminating the reagents on board the instrument. The customer indicated that pt samples were not contaminated. The contaminated reagents were discarded. No biohazard exposure occurred and no erroneous results were reported as a result of the incident. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer (fe) provided additional info regarding the incident. According to the fe, the customer reported observing drops of fluid on the wash block. The probe was not allowed to extend down to sense the level of the reagent bottle. No definitive root cause was determined regarding the probe drip incident. The fe arrived on site, reviewed the wadiana log and verified the issue. The fe replaced the probe, wash block, probe drive belt, syringe, and the o-rings on the connectors to the fluid bottles. All the required adjustments were performed and diagnostic testing was successful. Qc was acceptable. Repairs have returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since the incident. Incident is isolated. (B)(4).